Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients lead had migrated. The patient underwent a revision procedure wherein the lead and the ipg were replaced per physicians preference. The patient was doing well postoperatively.